Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a messy lens, and a bubbled dso seal. 'Cassette not attached properly' alarms were found in the event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that the fluid ingression to the dso seal and the latch lock assembly was the root cause. The dso sensor and latch lock assembly were replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited a 'cassette not attached' error. The event occurred while in use with the patient, did not cause any harm, but caused a delay in therapy and the pump was swapped out.